Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. The manufacturer received the initial user facility report. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad educator that she heard an alarm from the pt's room and when she went into the room she noted a red heart alarm with an intermittent yellow/red battery alarm and flashing battery leds. The vad educator listened to the pt's chest and she heard the pump "sputtering" instead of a normal hum. The screen displayed "no data being received" and the pt's blood pressure was 107/75. The pt woke up to the vad educator calling his name and answered questions. Dialysis was being performed at the time of the event, and the dialysis nurse was instructed to return the blood. The pt was switched to battery power without resolution of the alarm. The power base unit, (pbu), pbu cable, and system controller were also exchanged without resolution. The percutaneous lead was then checked and no breaks were noted, and when the lead was straightened there was no change in the alarm. A rep from the manufacturer recommended exchanging the pt's pump; however, the pt's condition prohibited another surgery. The physicians updated the pt's wife on the situation and a decision was made to shut off the pump. The pump was shut off and the readings on the monitor were "power of 39.1w, low flow for 43 minutes". The pt expired seven days later.